Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event, treatment details, and patient's recovery status were unknown. The patient was not hospitalized for the event. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis therapy. No additional information is available.